Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy pad of the lifevest equipment. The patient is a registered nurse and applied neosporin to the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.